Manufacturer narrative:
The customer did not return the suspected device for evaluation. Lot # 0bv2g56 of contour next control solution involved in the event occurrence expired on 31-aug-2021. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g64, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The customer stated that he and his wife used the meter and neither of them is diabetic. The customer was using the meter to verify the meter performance as he wanted to send it to his mother. As per the contour next one blood glucose monitoring system user guide "the contour next one blood glucose monitoring system is intended to be used for the quantitative measurement of glucose in fresh capillary whole blood drawn from the fingertips or palm. The contour next one blood glucose monitoring system is intended to be used by a single person and should not be shared. The contour next one blood glucose monitoring system is intended for self-testing outside the body (in vitro diagnostic use) by people with diabetes at home as an aid in monitoring the effectiveness of a diabetes control program." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran a control test with his contour next one meter and obtained a reading of 153 mg/dl at 8:24 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.